Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an infusor had reportedly leaked from the distal end during storage. The device was filled with 2g deferoxamine in 58ml of diluent. A red vygon cap was used to secure the distal end, as opposed to the blue cap supplied with the product. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test revealed leakage at the welded area of the volume indicator located inside the housing and not the distal end as reported. The root cause was determined to be a manufacturing defect, as the welding area of the volume indicator did not have seal integrity. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue was investigated through CAPA.